Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample met specification. The visual inspection found no notable conditions. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. Power output, return electrode monitoring (rem), leakage and safety test done. No issue found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, suspected patient burn.